Manufacturer narrative:
(B)(4). Premature sled movement, nicked knife, jammed knife. Additional information was requested and the following was obtained: did the first device partially fire and if so was there bleeding and if so how many cc's and did they require blood products? How was the procedure completed and what is the status of the patient? There wasn¿t much bleeding since the surgeon use endo clipper to stop bleeding which may cause failure of the 2nd stapler. (Cut through the endo clipper) the lobectomy was completed by firing another stapler besides the staple line. The patient was ok. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with cartridge deck damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, one stapler was stuck during the second firing process and another one was unable to fire in the first place. No patient consequences reported.